Event description:
It was reported that the thresholds on the atrial lead had increased since the last patient visit. It was also reported that the r-wave sensitivity was low on the ventricular lead. The sensitivity of the lead was increased. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.